Event description:
It was reported that log files were submitted for review and contained back-to-back loss of external power events while connected to the mobile power unit (mpu) on (B)(6) 2024. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. These events appeared to resolve once external power was completely restored. No abnormal system controller alarms or pump faults were seen in the log file. The pump appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured two no external power alarms on 17dec2024 while the mobile power unit (mpu) was in use. These alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased. Both alarms resolved within several seconds of activation when power was restored to the system. No other notable events were observed, and the pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.